Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a misassembly between the patient connector and the patient line tubing was observed. The reported condition was verified. The cause of the condition was due to manufacturing related issue caused by insufficient rf (radio frequency) heat seal bead weld between the patient line and the patient connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, three (3) photographs were provided for evaluation. The photographs were reviewed and showed a misassembled between the patient connector and the patient line tubing. This would be found during out of box/priming/installation/initialization, prior to patient connection for therapy. The reported condition was verified. The cause of the condition is due to manufacturing related issue caused by insufficient rf (radio frequency) heat seal bead weld between the patient line and the patient connector. There would be no potential patient impact.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an amia cassette ¿came apart while the patient was setting up their cycler¿. This occurred during setup for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.